Manufacturer narrative:
Trackwise#:(B)(4). The lot # 3000291646 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 co2 line was connected to the air supply tube of the btt port and air supply was started, but air supply was not possible. It was confirmed visually that the vasoview hemopro 2 co2 line was connected to the air supply tube. No label to indicate correct connection. They reconnected the gas line, but could not supply gas. After replacing with a new vh-4000 (btt port), insufflation became possible, and the operation was continued. There was no lengthening of the operation or harm to the patient's health.